Event description:
Consumer reported when injecting with 2 different needles from this box, the needle broke into site. Consumer reported first needle break was on (B)(6)2024. The second needle break was on (B)(6)2024. Denied reuse of needles. Xray completed (B)(6)2024, doctors visit (B)(6)2024, lot # 3353094, catalog# 320109. Sample status awaiting sample plastic hub. Needle still in her site.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.